Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Mother stated the plastic cap hold the reservoir inside the pump has separated. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.